Event description:
Information was received, from a friend/family member. Regarding an implantable neurostimulator. For urge incontinence and urinary/bowel dysfunction. It was reported, that the past couple of weeks, the patient has been making a lot of trips to the restroom and having a couple of accidents. Reviewed, external equipment general use. During the call, the caller was able to connect to the patient's implant and confirmed, that therapy was on. Caller increased the stimulation to a comfortable level. Caller will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Information was received, from a friend/family member. Regarding an implantable neurostimulator. For urge incontinence and urinary/bowel dysfunction. It was reported, that about 6 weeks ago, the healthcare provider (hcp) had to fix patient's lead, as it had become loose. Caller stated, things haven't seemed right, since then.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: va2xkpj, implanted: 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot#: (B)(6), ubd: 31-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that caller also said that about six months ago, about january, were told that one of the leads came loose. Caller said around november/december patient experienced return of symptoms and severe cramping down the left leg and was reprogrammed however that didn't resolve the issue. Caller said patient had revision on (B)(6) 2025.